Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The following sections were updated: a2. A3. D4; expiration date. E1. G1. H4. H6. H8. The following sections were corrected: b1. B2. B3. D1. D4. D7a. D10 concomitants: (B)(6) 02-010-03-0220 - logic cr femoral cem, left sz 2. (B)(6) 02-012-45-2020 - lgc tibial fit tray cem sz 2f / 2t. (B)(6) 200-02-35 - three peg patella 35mm. G4. H6. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, fracture, patellar loosening, and/or due to inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal doucmentation the patient had a left knee replacement on 24 apr 2018. Approximately 3 years and 4 months after the initial procedure the patient had a left knee revision on 11 aug 2021. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.